Event description:
Treatment of an aneurysm. It was reported that the pipeline was not fully opened during deployment. The device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).